Event description:
It was reported that a smiths medical pump alarmed no disposable alarm. Home health nurse is calling from patient's home. Pump alarming and pump won't run. Settings reviewed, pump turned off and tubing clamped. Rate: 57ml/24h. Cassette removed and tubing massaged. Air bubbles are present in the line. Tubing massaged and green flow stop pressed to move the fluid and disperse air bubbles. Cassette tapped on a firm surface and reattached. Upon startup, alarm returns. Process repeated and alarm persists. Patient not affected. Rv 54 given 51. No further information available.